Manufacturer narrative:
Concomitant product: 2290 pacing system analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis findings stated that the programmer was operating as required, that options and buttons available are device-specific and not the same for every device and also confirmed that the "all" button was not visible when interrogating a device which by design only stores episodes since the last session and was normal for that device. Analysis did find a broken lower hinge plate, that the display flex was damaged, that the right radiofrequency transceiver post was stripped and that the system fan was noisy. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the user was not able to pull up old patient information from their devices and the "all" button was missing when the user would click on interrogate in the bottom middle of the screen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.